Manufacturer narrative:
In the case description, the user mentioned a 11.5 u bolus was delivered uncommanded. Inspection of the engineering logs files downloaded from the controller found the logs from the date of occurrence to be overwritten due to continued use of the system. The audit logs confirmed that the 11.5 u bolus was delivered by the system. The audit logs show that a carb value of 98 g was entered into the bolus calculator and the confirm and start buttons were pressed in order to deliver the bolus. The audit logs show interaction with the controller in order to program and deliver the 11.5 u bolus. Inspection of the engineering logs show evidence of interaction to program the boluses captured in the engineering logs that occurred after this 11.5 u bolus. No evidence of an uncommanded bolus was observed in the available log files. Physical testing of the controller found no issues that would contribute to an uncommanded bolus. The controller was paired with an unused pod and a 5 u bolus was commanded. No issues were observed with the touch screen that would cause unintended interactions and no uncommanded boluses were found to occur during testing. No evidence of an uncommanded bolus was found during the investigation.

Event description:
Customer reports that after a long walk the caller was set up for activity mode and he noticed the readings were low. Once he picked up the controller it showed that a bolus was delivered by the omnipod controller in the amount of 11.5 units without him confirming. Customer states he just happened to glance at his phone and noticed his glucose was at 69 mg/dl and that's when he noticed the bolus was being initiated. He did not realize he could have cancelled the bolus until after it was already delivered. He then treated with 2 glucose gel packs and called his wife to come pick him up. He did not go lower than 69 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device is being returned and a full investigation will be forthcoming. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.